Event description:
Reportedly the patient was cannulated, then when filter was deployed it stuck. The dr felt reason for the stuck filter was that the cannula was not truly seated against the aorta. The cannula then popped out of the aorta, bleeding occurred. The dr had to cross clamp, recannulate, de-air and go back on bypass. However, no permanent patient injury occurred.